Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("I had bleeding") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (got date for hysterectomy). At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. "Concerning the injuries reported in this case, the following one/ones was/were reported via social media: genital haemorrhage " no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.